Event description:
Surgeon has indicated, he has had several constructs come apart post operative, due to calibration issues with the torque limiting handle.

Manufacturer narrative:
Additional information has been requested. Subject device is an instrument and is not implanted. Investigation is on-going. No conclusion can be drawn at this time.